Manufacturer narrative:
The patient was diagnosed with peritonitis on an unspecified date in (B)(6)2017. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. The cause of the peritonitis was unknown. The patient presented to the emergency room with another indication and was subsequently hospitalized. While hospitalized the patient was treated for peritonitis. On an unreported date the month prior to receipt of this report, the patient was treated with intraperitoneal injection of vancomycin (reported as ¿multiple dosage not specified¿, which was discontinued on an unreported date). The patient was discharged five days after admission. The patient was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.